Manufacturer narrative:
The only component of this device received was the stent. The delivery system was not returned. A visual inspection revealed the stent was flattened and deformed on both proximal and distal barbs of the stent. The working length of the stent was bent and kinked. If the delivery system is received at a later date, an investigation will be conducted and the results will be added to this investigation. It is unknown if the stent became bent, kinked and deformed on both ends during the shipping or preparation for the intended use. There is no evidence that this device had any physical patient contact. Therefore, based on the event information the most probable root cause for this complaint is handling damage. Device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stent deployment procedure of a (B)(6) female patient (patient age weight is unknown). During the unpacking of the device it was noted the stent ends were pressed together. No damage was reported to the packaging. The procedure was completed with a new rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stent deployment procedure of a (B) (6) female patient (patient age weight is unknown). During the unpacking of the device, it was noted the stent ends were pressed together. No damage was reported to the packaging. The procedure was completed with a new rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.